Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed a brown particle embedded in the tubing. The embedded particle was analyzed and found to be a degraded piece of burned plastic. The reported condition was verified. The cause of the condition was due to burned resin from the extrusion process and is not considered a defect. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign matter was observed inside the tubing of a clearlink system extension set. This was observed upon opening the packaging prior to patient use. There was no patient involvement. No additional information is available.